Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that subject experienced unstable angina. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 70% stenosis and was 35 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre dilatation and placement of a 2.50 x 38 mm study stent. Post dilation was not performed. The residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 228 days post index procedure, the subject is noted with unstable angina and was hospitalized on the same day. No other action was taken with regards to this event. Five days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry it was reported that subject experienced unstable angina. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 70% stenosis and was 35 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre dilatation and placement of a 2.50 x 38 mm study stent. Post dilation was not performed. The residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 228 days post index procedure, the subject is noted with unstable angina and was hospitalized on the same day. No other action was taken with regards to this event. Five days later, the event was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that the target lesion was located in the proximal lad extending up to the mid lad with 80% stenosis and was 35mm long, with a reference vessel diameter of 2.75mm. Two days before the index procedure, the subject received a loading dose of 300mg aspirin and 300mg clopidogrel. At the time of the procedure, the subject received heparin or other anti-thrombin medication. In (B)(6) 2019, 230 days post index procedure, target vessel revascularization (tvr) was performed to treat 90% stenosis in the proximal lad. The stenosis was treated with percutaneous coronary intervention (pci) with timi flow of 3 with 0% residual stenosis. Three days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.